Event description:
On (B)(6) 2012, during a sacral colpopexy procedure, it was reported that, during placement of the second screw, a vessel was perforated. A vascular surgeon was called into surgery to repair the vessel. Blood products were given during the procedure and the vessel repair was reported to have taken about 40 minutes. The colpopexy procedure was completed using a suture to secure the mesh. The patient was reported to be doing well.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.